Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced a no disposable alarm. No patient injury or complications were reported in relation to this event.